Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a fracture at the fiber/cap fusion zone; the fiber proximal to fracture cannot rotate independently of metal cap; the fiber tip exhibits no signs of usage; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 0 minutes, 0 joules of use, the light beam was observed to exit the front of the side-firing surgical fiber. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.